Manufacturer narrative:
(B)(4). (Films), inherent risk of procedure (endoleak), lack of information (cause of endoleak is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm ap proximately (B)(6). The proximal aorta was 18.5 to 20.7 mm in diameter. It was reported that there was a proximal type 1 endoleak seen 1 cm below the lowest renal approximately three weeks ago. Ballooning was attempted to resolve the endoleak; however, this was unsuccessful. An endurant cuff was placed. The endoleak was still present but it was not seen on ultrasound post-op. The cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine. Films were received and show that the ipsilateral limb was placed on the right side. An aortic cuff is also implanted just below the renals. A 3d recon shows possible stent graft infolding of the proximal portion of the aortic cuff and bifur, possibly caused by oversizing of the 28mm stent grafts in the neck (per the 3d the proximal stent graft measures 18 - 21mm diameter). A proximal type I endoleak is seen. Films and sizing at implant was not reported so it could not be confirmed if the device was oversized at implant, which may have contributed to the endoleak and infolding.